Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, prior to the report with tandem technical support, the customer changed the cartridge and infusion set, therefore, troubleshooting could not be performed to identify a cause.